Event description:
Patient claims that her concern of recurrent infections from a mastectomy occurred here. The patient reports she tested positive for nocardia and microbacterium and would like to know how our hospital gave this to her.